Event description:
Flushing system c 0.45%.ns and system separated near plunger.

Manufacturer narrative:
Device evaluation customer report was confirmed. Rec'd (1) single dpt - vamp jr. Kit. Tubing was completely broken from solvent bond joint with the vamp reservoir. Rough surfaces were observed at broken tubing ends. Bonding solvent completely filled up the area between tubing and vamp reservoir tube housing. Bonding solvent was also evident at non-bonded surface of the tubing.